Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the absorbable plug of a 5f exoseal vascular closure device (vcd) was found to be unreleased, not disengaged from the delivery rod, and followed the system out of the patient. A manual compression bandage was applied to stop the bleeding. There was no reported patient injury. The delivery rod was introduced into the vessel along with the sheath. The system was then retracted, and after retracting until the indicator window was a black-black indication, the plug deployment button was pressed. The system was then withdrawn all the way out of the patient. The hospital reported this case as a serious injury adverse event to the china nmpa directly. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the absorbable plug of a 5f exoseal vascular closure device (vcd) was found to be unreleased, not disengaged from the delivery rod, and followed the system out of the patient. A manual compression bandage was applied to stop the bleeding. There was no reported patient injury. The delivery rod was introduced into the vessel along with the sheath. The system was then retracted, and after retracting until the indicator window was a black-black indication, the plug deployment button was pressed. The system was then withdrawn all the way out of the patient. Additional information was requested but not provided. The device was not returned for evaluation as previously expected. However, two photos were sent in for review. In the photos, a delivery shaft is noted, with the plug partially deployed with blood residues. No other anomalies nor outstanding details could be observed on the images provided. The reported ¿vascular closure device (vcd) - deployment difficulty - partial deployment¿ is confirmed in the images provided, the plug was partially deployed from the delivery shaft. However, the exact cause cannot be determined as the images provided do not provide sufficient information as to why the event occurred. Based on the information available for review, it is not possible to determine what factors may have contributed to the deployment difficulty reported. However, patient and procedural factors are likely. Without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU warns, ¿the exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g., participation in an exoseal closure device training program.¿ according to the IFU, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment.¿ the images provided do not provide sufficient information to draw any further conclusions. With the information available for review, it does not suggest that the reported event is related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.